Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the stomach reduction and first staple firing on a laparoscopic sleeve gastrectomy, the staple was able to fire but there was an incomplete staple line on the proximal and handle was blocked after 30 millimeters. Another device was used to continue the procedure. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual examination noted that the reload was received with a full complement of staples. Functional evaluation of the reload found no abnormalities. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. If information is provided in the future, a supplemental report will be issued.